Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was unknown. The customer was admitted to the hospital and he was wearing the pump. The customer cause of hospitalization was diabetic ketoacidosis. The representative look at all of the care link reports and the pump never gave customer a no delivery. Customer was treated with an insulin drip. The customer wants the insulin pump to be replaced because he doesn't feel safe using it anymore. The customer was advised that we are sending replacement pump.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.however, the insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.